Event description:
Bd 10 ml syringe luer-lock tip latex free. Package opened - syringe did not have any numbers/marks on syringe to indicate the ml volume. The syringe plastic had a swirel in the clear plastic.